Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that there was a small hole near the luer connection. Two physical samples were provided to our quality team for investigation. Upon inspection, a white bubble was observed within the barrel near the luer. Functional testing was completed and liquid was observed to leak through a small hole that was created as a result of the bubble, verifying the reported incident. A device history review was performed for lot 2504082 ,no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. It was noted this sample was also manufactured in a cavity that had been closed due to underfilling during the molding process. Six retained samples from the same lot were also evaluated, and no bubbles or damage were identified in those units. Based on the investigation and evaluation of the returned samples, the hole was determined to have formed during the molding process due to insufficient material compaction. Manufacturing personnel have been notified of this incident to increase awareness and prevent recurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Additional information received from customer about medical intervention needed. Details added to b5. MDR changed from malfunction to both an adverse event and a product problem.

Event description:
Additional information: was the syringe replaced and did the customer receive the medication?: yes, the syringe was replaced as soon as we discovered the problem. Was any additional medical intervention needed?: no other medication was needed, but he did require an increased dose of noradrenaline for an hour or so, which could then be reduced.

Event description:
Event details: a small hole was found in a 50 ml bd plastipak luer lock syringe, lot 2504082. The medicine (noradrenaline) was found on the floor. The patient had low blood pressure for approximately 2 hours before the cause was identified as the reason the patient was not responding to the medication. Probable cause: a hole in the front of the plunger, resulting in the patient not receiving the blood pressure¿increasing medication. Immediate actions taken: boxes with the same lot number have been removed. The purchasing department has been contacted to highlight the problem and arrange for a new delivery. Consequence: the patient had low blood pressure for approximately 2 hours due to not receiving the medication. There is a risk of damage to vital organs.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.